Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed with the naked eye which noted broken occluder feet. The reported condition was verified. The cause of the reported condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was unintended fluid flow through a peritoneal dialysis (pd) transfer set with the twist clamp closed. This event was observed during pd therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.